Event description:
It was reported that the device was explanted and replaced due to a suspected malfunction.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a device malfunction could not be confirmed. The device was tested on the bench and was found to be normal.